Event description:
It was reported that the customer received a change sensor alarm and a calibration error. The customer's blood glucose level was 124 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed per specification, 1st for low readings and 2nd for high readings.